Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735764 (serial/lot: unknown).  H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Additional information was not provided. Codes b01, c20, and d15 are applicable.  H3, h6) the product ID: 9735764 (serial/lot: unknown) was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the drive not opening, a1102 captures the system not booting properly, and a110201 captures the error messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not booting properly. It was going very slow and sitting on "connecting please wait". When it would not move past that, the site powered the system down, rebooted and re-sat cables. Upon the next bootup, the main cart went to no input detected and the camera cart sat on waiting to connect. It was additionally reported that the disk drive did not open and the fans were cycling inside. The red/green light on the computer pcoip card was flashing in time with the fans cycling. The v1 on the uninterruptible power supply going into the computer was noted to be green. The blue box on the computer cart was saying no video detected and the camera cart said "unable to connect please contact your it administrator". It was noted the light for the compact disc / digital versatile disc (cd/dvd) drive was on but it would not open. There was no patient involvement.

Manufacturer narrative:
H3: the computer (product ID: 9735764r, lot #: 2126f00536) was returned to the manufacturer for analysis. Analysis found that computer components were damaged or failing. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.